Manufacturer narrative:
The serial number of the e801 analyzer is (B)(6). Samples from the patients have been provided for investigation. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for two patient samples tested with elecsys toxo igm on a cobas e 801 analytical unit. The results were negative, but clinicians flagged these patients as likely positive based on previous positive reports from another laboratory. The first sample resulted in a toxo igm value of 0.29 coi (non-reactive) on the e801 analyzer. The sample was repeated using the vidas toxo igm method, resulting in a value of 0.74 index (reactive). The sample was also tested using the liaison toxo igm method, and the result was 28.4 index (reactive). The second sample resulted in a toxo igm value of 0.468 coi (non-reactive) on the e801 analyzer on (B)(6) 2025. The sample was repeated using the vidas toxo igm method, resulting in a value of 0.92 index (reactive). The sample was also tested using the liaison toxo igm method, and the result was 21.2 index (reactive).

Manufacturer narrative:
Quality controls were acceptable. Investigations of the patient samples were able to reproduce the results obtained by the customer. The samples were tested with the elecsys toxo igg avidity assay and both samples had low avidity. The samples were positive when tested with the biorad platelia toxo igm method. When tested with the mikrogen toxo igm recomline blot method, the first sample was non-reactive and the second sample was reactive. The investigation data indicates that both patient have an early acute infection. A second sample should be tested within two weeks. The investigation did not identify a product issue.